Event description:
It was reported that during a shoulder procedure using a quantum 2 controller with an ambient super turbovac 90 ifs, the want self activated and could not be turned off. This wand was disconnected, however the controller continued to give the coblation tone. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.